Event description:
It was reported that the intended procedures were left heart catheterization, bypass graft angiography and plain old balloon angioplasty (poba) of the right posterior descending artery (rpda). The 1.0 x10 mm sapphire balloon came off of the delivery catheter and was permanently lodged in rpda. Background: 1. Other information about the patient that may have influenced the outcome of the event: CABG [coronary artery bypass graft] x2004, pci [percutaneous coronary intervention] with stent, hyperlipidemia. 2. Preexisting characteristics that may have contributed to the event: coronary heart disease; diabetes; hypertension.